Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45 day follow up transesophageal echocardiogram (tee) revealed a small thrombus partially covering the face of the closure device. The patient restarted eliquis and aspirin; however, the eliquis was stopped a few days later due to rectal bleeding.